Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue, and found the blurry image was caused by a dirty objective lens. Once the lens was polished the image quality was restored. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual. Important information ¿ please read before use. Warnings and cautions: during the device evaluation, service found the up angulation was low. There were scratches with a sharp edge on the distal end plastic cover. The adhesive on the objective lens and light guide lens was peeling. The adhesive on the c-cover and insertion tube was cracked and sharp. The insertion tube had buckling and was dented. The customer barcode on the control body and scope body was recommended. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image from the subject device was blurry. This issue occurred during an unspecified diagnostic procedure. There was no patient or user injury reported. No further information was available. The subject device was sent to an olympus service center for evaluation.